Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthese reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent an orif surgery for fracture of proximal femur with a tfna xs 9mm/125°. While reaming the medullary cavity, all the operation staff including the surgeon forgot to use a reaming rod. In addition, the reamer head seemed not to be engaged with the synream flexible shaft, the reamer head fell inside the medullary cavity. The surgeon inserted a blocker pin under the reamer head from the mediolateral direction to avoid the reamer head fall further and tried to connect the reamer head to the synream flexible shaft in the medullary cavity by inserting the synream flexible shaft. The reamer head and the synream flexible shaft were successfully connected, and the reamer head was able to be removed. Procedure was completed successfully with thirty(30) minutes surgical delay. No further information is available. This report is for one (1) 5.0mm flexible shaft. This is report 1 of 1 for complaint (B)(4).